Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a clot on the right ventricular lead that would not shrink. The entire system was replaced. No patient complications have been reported as a result of this event.